Event description:
This study investigated the impact of aortoiliac geometry on thrombotic complication following aortic endovascular aneurysm repair (evar). Data from 54 patients who received abdominal evar between (B)(6) 2015 and (B)(6) 2023, in which 18 developed unilateral iliac limb in-stent thrombus, were retrospectively reviewed. The following medtronic devices were used: endurant. Among the patient population the following adverse event occurred: unilateral in-stent thrombus, distal embolic event, re-intervention. No deaths were reported. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; "influence of aortoiliac geometry on non-occlusive thrombotic risk following endovascular repair of abdominal aortic aneurysms". Jeong in lee, dac hong an ngo, hong pil hwang, young min han and hyo sung kwak. Diagnostics 2025, 15(17), 2134 https://doi.org/10.3390/diagnostics15172134 a2 is an average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.